Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited stored episodes of ams caused by noise entering the atrial channel. During the follow up while moving the patient's arm, it was possible to reproduce the noise. The physician suspected insulation anomaly. The lead remains implanted and will be monitored.